Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
On (B)(6) 2017, on a regular pacemaker follow-up visit of the patient, it was found that three ventricular arrhythmia episodes had been recorded in the device memory that were showing non-physiological noise. According to the patient, she was doing nothing particular or did not feel anything unusual at the times when those episodes were recorded. The ventricular sensitivity was reprogrammed from 2.0 mv to 3.0 mv and the patient returned home after the follow-up. This patient is to be monitored. Patient files from (B)(6) 2017 reportedly revealed that the recorded arrhythmia episodes were also showing noise oversensing in the atrial channel. Inhibition of atrial pacing was also observed.

Manufacturer narrative:
Preliminary analysis revealed no irregularities with the subject device.

Event description:
On (B)(6) 2017, on a regular pacemaker follow-up visit of the patient, it was found that three ventricular arrhythmia episodes had been recorded in the device memory that were showing non-physiological noise. According to the patient, she was doing nothing particular or did not feel anything unusual at the times when those episodes were recorded. The ventricular sensitivity was reprogrammed from 2.0 mv to 3.0 mv and the patient returned home after the follow-up. This patient is to be monitored. Patient files from (B)(6) 2017 reportedly revealed that the recorded arrhythmia episodes were also showing noise oversensing in the atrial channel. Inhibition of atrial pacing was also observed.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, on a regular pacemaker follow-up visit of the patient, it was found that three ventricular arrhythmia episodes had been recorded in the device memory that were showing non-physiological noise. According to the patient, she was doing nothing particular or did not feel anything unusual at the times when those episodes were recorded. The ventricular sensitivity was reprogrammed from 2.0 mv to 3.0 mv and the patient returned home after the follow-up. This patient is to be monitored. Patient files from (B)(6) 2017 reportedly revealed that the recorded arrhythmia episodes were also showing noise oversensing in the atrial channel. Inhibition of atrial pacing was also observed.